Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in via phone to report critical pump error what led up to the event: showered with pump. Inquired if any pump error was displayed before the "critical pump error" image was displayed on the screen found: no. Adv the pump will need to be replaced. Customer made no mention of blood glucose at time of call .

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with corroded battery tube.